Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software b3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and two other unknown drugs via an implantable pump for spinal pain indications. It was reported that their bolus was not working. When they press the little dot to make the device find the right position for the bolus, the handset screen would go to 90 and then stop. They had to move the communicator around a little bit for the loading screen to go to 100. The patient also said when they requested a bolus, the loading screen would stop at 90 again. They had to 'wiggle it around,' and they were not getting a medicine. The agent reviewed information. When asked for event date, the patient said it had been going on for at least a month. The patient mentioned that their doctor let them start using the external device. They had used the device for years when they had a different 'machine,' and they never had a problem before. The patient also mentioned that they tried to do a bolus this morning, and the lockout was almost 4 hours. The agent walked the patient through clearing the data. The patient confirmed they were able to connect to personal therapy manager (ptm) without lag. The patient said the lockout was 3 hours and 16 mins. Troubleshooting steps taken on the call resolved the issue. Additional information was received from the patient the next day. The patient reported that they were experiencing the same issue from before. They had spoken to a gentleman that told them they had the ptm application running in the background and needed to close out of it in order for the device to deliver a bolus. The agent educated the caller on how to close out of the application after bolus delivery. The patient understood the education and no further issues were stated at this time. The patient called back reporting a continued lag issue at 90%. The agent assisted the patient with closing all applications and the clearing data. The patient then connected quickly and delivered a bolus successfully. The agent confirmed the patient got 4 boluses a day. The agent reviewed information.